Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. RMA was issued to replace the device. The device has not been returned to the manufacturer.

Event description:
A site representative reported that the vertek arm does not tighten. When tightening the handle all of the way down on the arm, the collar and ball joint move on the reference frame side of the vertek arm. There was no pt present.